Event description:
Complainant alleged that the medics were attempting to resuscitate a pt in cardiac arrest and, upon a fifth defibrillation attempt, a "loud pop" was heard and medics noticed a hole burned through the chest electrode. Medics then removed that set of pads and applied a fresh set of electrodes and continued to treat the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the repoted malfunction.